Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray switch off errors. Review of the system log file showed malfunctioning x-ray pc. The x-ray-pc reported an image storage problem and connection towards the x-ray-pc is lost. The fse replaced the x-ray pc and re-installed software. After replacement of the x-ray pc and re-installation software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system powered down and x-ray was not possible. The system was in clinical use when this occurred. There was no report of harm.